Manufacturer narrative:
Concomitant medical products: etbf2316c124e stent graft implanted on (B)(6) 2020; etbf3216c124e stent graft implanted on (B)(6) 2020; etlw1620c93e stent graft implanted on implanted on (B)(6) 2020; etlw1616c199e stent graft implanted on (B)(6) 2020; etlw1616c124e stent graft implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a false atrial lead low impedance warning occurred on the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.